Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014. The patient reported obtaining blood glucose readings of ¿149, 165, 156 and 134mg/dl¿ on the subject meter. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿sweating, hot and dizziness¿ immediately after the alleged product issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/23/2014). The patient¿s meter and test strips have been returned on 12/9/2014 and 12/17/2014, respectively, and evaluated by lifescan product analysis on 12/11/2014 and 12/17/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.